Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-06594-00 for details pertinent to this event.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the interface structure of the infusion port of the implanted intravenous drug delivery system was blocked and was immediately replaced with a new implanted intravenous drug delivery system to continue treatment, delaying the treatment time of the patient.